Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "squeeze pulley on the side of the plunger is bent and it is not infusing" issue was confirmed, but not reproduced during product evaluation. The assignable cause was determined to be damaged pusher block.

Event description:
The facility representative reported an infuso.r. Pump with a condition of ''squeeze pulley on the side of the plunger is bent and it is not infusing.'' The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.